Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece measuring 5.0cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-04216, related manufacturer reference number: 2017865-2020-04225. It was reported that the patient expired due to cardiac arrest and respiratory failure. No further information was provided.